Event description:
Prior procedure, the patient presented with ischemic syndrome in the left-sided with national institute of health stroke scale (nihss) score of 8 and modified ranquin scale (mrs) of 4. It was reported that during mechanical thrombectomy procedure using the subject distal access catheter device along with other device (retriever device) to remove a clot from the left m2 middle cerebral artery (mca). The technique used for this pass was considered successful. In the angiogram immediately after thrombectomy, new ent (embolization to the new territory) occurred in the middle cerebral artery (mca)- m3 branch of the superior trunk. Ent was not treated due to embolized branch was too small for thrombectomy and the cause of ent is unknown. It was suspected that there was fragmentation of the thrombus during the thrombectomy maneuver but it is not clear if the residual symptoms were caused by an infarction in the initially occluded vessel or by an infarction in the brain tissue behind the branch which was occluded due to the embolization to the new territory. The procedure was completed with thrombolysis in cerebral infarction score (tici) of 2b67. The patient is currently fine without any significant disability with modified ranquin scale (mrs) of 1.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information received indicated that the cause of the ent was not attributed to the device. Additional information provided by the customer indicated that the physician did not allege any malfunction against the subject device which performed as intended, continuous flush was maintained throughout the procedure, there was no significant tortuosity noted in the patient's anatomy, and patient was in fine condition with an mrs 1. The reported 'patient embolus' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of 'anticipated procedural complication' was assigned to this event.

Event description:
Prior procedure, the patient presented with ischemic syndrome in the left-sided with national institute of health stroke scale (nihss) score of 8 and modified ranquin scale (mrs) of 4. It was reported that during mechanical thrombectomy procedure using the subject distal access catheter device along with other device (retriever device) to remove a clot from the left m2 middle cerebral artery (mca). The technique used for this pass was considered successful. In the angiogram immediately after thrombectomy, new ent (embolization to the new territory) occurred in the middle cerebral artery (mca)- m3 branch of the superior trunk. Ent was not treated due to embolized branch was too small for thrombectomy and the cause of ent is unknown. It was suspected that there was fragmentation of the thrombus during the thrombectomy maneuver but it is not clear if the residual symptoms were caused by an infarction in the initially occluded vessel or by an infarction in the brain tissue behind the branch which was occluded due to the embolization to the new territory. The procedure was completed with thrombolysis in cerebral infarction score (tici) of 2b67. The patient is currently fine without any significant disability with modified ranquin scale (mrs) of 1. Update information: additional information received on 6-january-2021 from the medical safety indicated that there was embolization of the mca-m3, branch of the superior trunk from the target vessel left mca-m2. This event is defined as a distal embolization (de), a downstream occlusion distal to the conventional angiography target occlusion (cato), into the target ischemic territory. De is not a new territory embolization. De is remnant of the original clot in the affected territory. De is not a reportable event as there is no additional harm to the patient. The embolization was not treated, there was no adverse event reported and no device malfunction. Therefore, this event does not meet reporting criteria anymore.

Manufacturer narrative:
Section b1 adverse event: corrected: no adverse event. Section b2: outcomes attributed to ae: corrected: no other serious (important medical events). Section h1: type of reportable event: corrected: removed serious injury - no serious injury. Based on additional information received on 6-january-2021 from medical safety, it was clarified that there was embolization of the mca-m3 branch of the superior trunk from the target vessel left mca-m2. This event is defined as a distal embolization (de), a downstream occlusion distal to the conventional angiography target occlusion (cato), into the target ischemic territory. De is not a new territory embolization. De is remnant of the original clot in the affected territory. De is not a reportable event as there is no additional harm to the patient. The embolization was not treated, there was no adverse event reported and no device malfunction. Therefore, ¿device within specifications' has been assigned to this complaint with an assignable cause of undeterminable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. This is 2 of 2 reports.

Manufacturer narrative:
This is second of 2 reports. The subject device is unavailable to manufacturer.

Event description:
Prior procedure, the patient presented with ischemic syndrome in the left-sided with national institute of health stroke scale (nihss) score of 8 and modified ranquin scale (mrs) of 4. It was reported that during mechanical thrombectomy procedure using the subject distal access catheter device along with other device (retriever device) to remove a clot from the left m2 middle cerebral artery (mca). The technique used for this pass was considered successful. In the angiogram immediately after thrombectomy, new ent (embolization to the new territory) occurred in the middle cerebral artery (mca)- m3 branch of the superior trunk. Ent was not treated due to embolized branch was too small for thrombectomy and the cause of ent is unknown. It was suspected that there was fragmentation of the thrombus during the thrombectomy maneuver but it is not clear if the residual symptoms were caused by an infarction in the initially occluded vessel or by an infarction in the brain tissue behind the branch which was occluded due to the embolization to the new territory. The procedure was completed with thrombolysis in cerebral infarction score (tici) of 2b67. The patient is currently fine without any significant disability with modified ranquin scale (mrs) of 1.